Event description:
She received the product, they assembled and when she first tried to use it, it tipped over and she fell with it, luckily she fell on her dog's bed and has a minor bruise she's okay but it is extremely unsafe for her to use it. Someone else treid to use it as well and it kept happening, they looked at the product and it seems like the bottom is narrower than the top making it unstable.